Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated the alleged issue occurred at 9:12pm on (B)(6) 2015. At this time the patient obtained blood glucose readings of "56, 58, 58, 393 and 68mg/dl" with the subject meter within 20 minutes of one another. The patient manages their diabetes with insulin pump therapy and denied making any changes to their routine prior to, or as a result of, the alleged inaccuracy. The patient did not develop any symptoms as a result of the alleged product issue, but stated that at 9:14am the same morning they received a "glucose tablet/gel" from a non-healthcare professional by means of treatment. No blood glucose readings were taken on any other device at this time. At the time of troubleshooting the cca noted that the correct unit of measure was being used and an approved sample site was also being used. The patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.